Event description:
Boston scientific received information that this device emitted beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Available information indicates that this device remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the patient presented to the clinic with report that the device was emitting beeping tones. Interrogation of the device again revealed a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient elected not to have the device replaced and a health care professional (hcp) inquired how to turn off the beeping tone. Boston scientific technical services (ts) discussed clearing the alert and discussed that beeping will occur if the alert is detected again or when the device reaches elective replacement indicator (eri) or end of life (eol). No adverse patient effects were reported. Available information indicates that this device remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.